Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead implant was attempted, but could not be completed as the patient's vein was too big for the lead. A different lead was successfully implanted. No patient complications have been reported as a result of this event.